Manufacturer narrative:
Evaluation summary: the tm modular porous impactor, the blue impactor pad, and the inserter piece for the handle were returned for evaluation. The shoulder screw of the instrument was not returned, but it is clear that it fractured at the radius of the shaft closer to the head. The threaded portion remains in the body of the inserter handle. Additionally, two of the four pegs on the impaction pad are fractured. The remaining tabs contain deep gouges which are consistent with repeated insertion/extraction with the mating component. In general, repeated loading and cleaning/sterilization can cause these fatigue fractures and damage to occur. The handle has a potential field age of approx 2 years and has been used an unk number of times during that period. The impaction pad has a potential field age of approx 8 months and has been used an unk number of times. Without additional info, the exact cause cannot be conclusively determined at this time. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.

Event description:
It was reported that the inserter and the impaction pad broke during surgery.